Event description:
This is the second of two reports (same product ID, same problem, same facility and same doctor). This report is in regards to the second device. Linked to MFR report: 3004608878-2016-00300. The surgeons were worried about how much movement the torque knob has on the a3059 mayfield composite series skull clamp. They are worried it will migrate or slip. The devices were not in contact with a patient and there was no patient injury reported.

Manufacturer narrative:
Integra completed its internal investigation 11/10/2016. The investigation included: method: - DHR review. - review of complaint management database for similar complaints. - visual examination. Results: device history record reviewed for this product ID under lot code/work order 161/136979 manufactured on 03/31/2016 show no abnormalities related to reported incident found. A total of 15 were produced of this lot, and all were inspected per the inspection checklist. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. A two year look back for this reported failure and or related to "too much movement¿ for this product ID shows that 7 complaints were received including this case, see below. It should be noted that these 7 complaints were reported by 4 customers. No new design or manufacturing trends have been identified. Engineering and quality were able to partially confirm the customer complaint. The part was inspected 100% functionally and it passed all its requirements. However, one of the skull clamps, ss150637, experienced some wobbling inside the ratchet extension. The returned device was connected to the test monitor and the display read 99/888/15, which is indicative of a broken optical fiber. Visual inspection revealed a bend at the proximal end of the plastic white sleeve. Conclusion: the root cause can be attributed to a processing issue. The ratchet arm extension, 454a1041, is casted and machined at a supplier where they inspect 100% through the whole lot prior to sending it to integra.